Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received emergency medical assistance due to a high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 215 mg/dl at the time of the call. The customer was given fluids to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode was active during the incident. The caller also reported the customer had early ketoacidosis. The caller also reported retainer ring damage but that the reservoir still locked in place. The insulin pump will be returned for analysis.